Manufacturer narrative:
Evaluation summary: evaluation of the device concluded that one or both sides of the inner dovetail lips are compressed down, indicating that it did not slide under the male dovetail on the tibia plate, instead went over. This may result when articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Incorrect insertion technique appears to be the cause of the problem. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the surgeon trialed a 12mm poly. Surgeon then verified the box of the 12mm prolong poly. He tried to implant the actual implant and could not get it to engage on the tibial base. He then requested another 12mm prolong poly. He tried again to get it to engage and it would not. Another device was implanted. Surgery was prolonged by 30 mins.